Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's spouse reported that the patient experienced inaccurate cgm values eight days after the sensor was inserted in the abdomen. The spouse dosed the patient's insulin based on inaccurately high cgm values resulting in rebound hypoglycemia and seizure lasting 10 minutes. Paramedics were called and the bg was 23 mg/dl while the cgm read 200 mg/dl. The patient was treated with carbohydrates; however, the bg remained 48 mg/dl with cgm 181 mg/dl, then 44 mg/dl bg with 220 mg/dl. The patient was then transported to the emergency department because of persistent hypoglycemia. There was no mention of further treatment for hypoglycemia at the hospital. The patient attempted to calibrate the sensor and was unsuccessful. There was no information whether the patient was admitted to the hospital at the time of the report. At the time of contact, it was indicated that the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e and d zone of the parkes error grid. No additional patient or event information is available.